Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular repair of an endoleak due to twisting and kinking at the proximal end of the stent in an unknown manufactures stent graft. It was reported during the index procedure the device was unable to pass through the external iliac artery during insertion into the patient, failing to reach the planned implantation site and resulting in a rupture of the external iliac artery. Following rescue and implantation of three non mdt iliac artery stents, the rupture in the external iliac artery was covered and the patient's blood pressure returned to normal. The current patient status is alive with injury. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
The stent graft with the endoleak was a non-medtronic stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties could not be fully confirmed based on the single short procedural angiogram provided; therefore, the cause of the event could not be determined. Lack of pre-implant CT did not allow for assessment of the pre-implant anatomy. Additionally, more comprehensive procedural imaging, including contrast angiograms demonstrating further positioning attempts and the exact moment of the reported vessel rupture, was not available for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.